Event description:
Reporter stated that patient's blood glucose was measured at 2:14 am, using the inform system, with a result of 6.4 mmol/l. At the time the result was obtained, patient was reportedly unresponsive. Based on this value, no treatment was given to pt. Approximately 1 hour later, no additional sample was obtained from the pt and sent to the facility's laboratory for testing. Reporter stated that, at 3:25 am, "code blue" was declared due to pt's decreased level of consciousness. Patient was reportedly intubated, a CT scan was performed, and pt was transferred to the facility's intensive unit. At 5:16 am, the laboratory reported that patient's blood glucose measured 1.1 mmol/l. Reporter stated that pt was treated with 1 amp of d50w. No additional info about treatment received was provided. The suspect product was not returned to the MFR for eval.

Manufacturer narrative:
The event occurred in another country.